Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report# 1627487-2011-00173. The pt was implanted with two percutaneous leads on (B)(6) 2010. It was reported that the physician replaced her two leads with a surgical one on (B)(6) 2011 due to positional stimulation previously experienced by the pt. In an effort to alleviate the reported stimulation issue, the new lead was placed at a different vertebral level.